Event description:
It was reported that the attachment device was overheating or would not attach. The reporter stated that the device was found in the corner of the sterilization room. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn and loose bearings. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted due to bearings that were no longer in axial alignment not allowing the cutter to pass through. It was determined that if a cutter was able to be inserted and device was ran, it would have caused the device to run hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.